Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated in clinic. There was no response using multiple programmers, wands, and magnets as troubleshooting. It was noted that at most recent device check approximately one year prior via home communicator showed a battery life estimate of two and a half years remaining. This crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the device could not be interrogated. The device was placed in a temperature-regulated environment at 50 degrees celsius overnight. The crt-p still could not be communicated with and exhibited no pacing output. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The battery voltage was confirmed to be less than expected (i.e., 1.5 volts). The current draw was measured using the external power source and the draw was confirmed to be normal. The battery was forwarded for detailed testing. Despite this testing, the root cause of the depleted battery could not be confirmed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the no telemetry and no pacing output could not be established as there was no high current drain and no problem found with the battery.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated in clinic. There was no response using multiple programmers, wands, and magnets as troubleshooting. It was noted that at most recent device check approximately one year prior via home communicator showed a battery life estimate of two and a half years remaining. This crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated in clinic. There was no response using multiple programmers, wands, and magnets as troubleshooting. It was noted that at most recent device check approximately ten months prior via home communicator showed a battery life estimate of two and a half years remaining. This crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.